Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. 846830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, head pain, vomiting, nausea, weakness and psoriasis. Did you undergo an essure confirmation test? Yes. Previously administered products included for an unreported indication: depo provera, vicodin and phenergan. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("infection (other) describe: bacterial"), depression ("psychological or psychiatric problems condition: anxiety, depression"), anxiety ("psychological or psychiatric problems condition: anxiety, depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), amenorrhoea ("other injury(ies) or complication (s) please describe: lack of menstrual cycle"), hypersensitivity ("allergic or hypersensitivity reaction type:"), back pain ("pain/ back pain") and arthralgia ("pain/ joint pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bacterial infection, depression, anxiety, migraine, headache, tooth disorder, feeling abnormal, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, amenorrhoea, hypersensitivity, back pain and arthralgia outcome was unknown. The reporter considered alopecia, amenorrhoea, anxiety, arthralgia, back pain, bacterial infection, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypersensitivity, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: both fallopian tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. 846830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, head pain, vomiting, nausea, weakness and psoriasis. Did you undergo an essure confirmation test? Yes. Previously administered products included for an unreported indication: depo provera, vicodin and phenergan. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("infection (other) describe: bacterial"), depression ("psychological or psychiatric problems condition: anxiety, depression"), anxiety ("psychological or psychiatric problems condition: anxiety, depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), amenorrhoea ("other injury(ies) or complication (s) please describe: lack of menstrual cycle"), hypersensitivity ("allergic or hypersensitivity reaction type:"), back pain ("pain/ back pain") and arthralgia ("pain/ joint pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube)). Essure treatment was not changed. At the time of the report, the pelvic pain, bacterial infection, depression, anxiety, migraine, headache, tooth disorder, feeling abnormal, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, amenorrhoea, hypersensitivity, back pain and arthralgia outcome was unknown. The reporter considered alopecia, amenorrhoea, anxiety, arthralgia, back pain, bacterial infection, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypersensitivity, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: both fallopian tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: plaintiff fact sheet received. Case became incident. Lot number & removal details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.